Manufacturer narrative:
Block g2: user facility number is (B)(4). Block h6: device code a0401 captures the reportable event of basket wire break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in a procedure performed on (B)(6) 2025. During the procedure, the wire at the front end of the basket fractured. After safely withdrawing the basket, a stone extraction balloon was used to remove the stones. There were no patient complications as a result of this event.

Manufacturer narrative:
Block g2: user facility number is (B)(4). Block h6: device code a0401 captures the reportable event of basket wire break. Block b5, block e1 (initial reporter title, first name, last name, phone), e2, and e3 has been updated based on the additional information that was received on september 14, 2025. Block h2: correction to g2 and h11, user facility number provided was china's nmpa number.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in a procedure for the treatment of crushing and removing stones in the body that was performed on (B)(6) 2025. During the procedure, the wire at the front end of the basket fractured. After safely withdrawing the stone extraction/stone crushing basket, a stone extraction balloon was used to remove the stones. There were no patient complications as a result of this event. Additional information received as of september 14, 2025. The name of the procedure is endoscopic retrograde cholangiopancreatography (ercp). The anatomy location is duodenum and indication is common bile duct stones. The patient's condition was reported to be stable.